Event description:
We received a malem alarm in mail today and it is not working properly. The back side of the alarm is getting very hot thereby making it unusable. It is very hot and skin contact will only cause harm to the person using it. We have switched from another alarm to this one because the previous one abruptly stopped working. Now, we are worried that this particular malem alarm will burn our son if used on him. It will be returned back to (B)(6) from where we purchased it.